Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.

Event description:
It was alleged that two medium priority alarms occurred during a surgical procedure. Both alarms could be recovered, however, when the second alarm occurred, the surgeon chose to convert to manual laparoscopic approach as they had only one suture left to do from telemetry, it can be seen that both alarms were due to the same error on a control board. This error suggests that there is a hardware issue due to a damaged wire within the board. The joint which contains the board was replaced. No harm was reported in relation to this event. At the time of this report, no further information has been provided.